Manufacturer narrative:
This is default text configured for block h10.

Event description:
While about to reconstitute they observed a defective adapter spike fails to pierce vial seal (they are unable to inject the diluent into the vial from the syringe for reconstitution) [device issue]. Syringe that malfunctioned [device malfunction]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns product complaint of device defective, device malfunction and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 06-may-2026 amneal pharmaceuticals received information from pharmacist via an email concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 milligrams (ndc: 70121-2628-5, lot number: ap260024, expiry date: 31-dec-2027, serial number: (B)(6)) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On 05-may-2026, they received a sealed medication box from their wholesaler. On (B)(6) 2026 while about to reconstitute they observed a defective adapter spike fails to pierce vial seal (they are unable to inject the diluent into the vial from the syringe for reconstitution). They didn't give any alternative product to the patient and also stated that they rescheduled patient treatment and requested for replacement. Last action taken with risperidone in relation to device defective, device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective, device malfunction and no adverse event was unknown. The reporter did not provide the causality of events device defective, device malfunction and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.